Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) therapy and six (6) inappropriate shocks from their implantable cardioverter defibrillator (ICD) device due to atrial fibrillation (af) with rapid ventricular response (rvr). This therapy was unable to convert the arrhythmia. Evidence is suggestive that device therapy was exhausted, but the arrhythmia self-terminated. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) to consult an electrophysiologist (ep) for possible medication or device programming changes, including a possible increase to the rate cutoff settings or adding af detection enhancements. The device remains in-service. No patient symptoms or additional adverse patient effects were reported.